Manufacturer narrative:
(B)(4). Device evaluation summary: two unopened samples of product code w526, lot lmj205 were received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of needles were as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. Per the condition of the representative samples, no performance - breakage suture was found on the sutures and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a dental procedure and suture was used. The suture tore during the tying stage, before being tightened. It was used to close the gingival incision on the lower right gum. No harm was caused to the patient. There were no adverse patient consequences.